Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on cfnadmin blue screen. The technical support specialist dialed into the station north and observed that it was stuck on the login screen for cfnadmin/cfnapp and then logged into the cfnadmin account and enabled the "set auto login for cfnapp" checkbox on both station config utility shortcuts. After rebooting the machine, medapps launched without any issues. The root cause was identified as the auto-login setting not being enabled, which was resolved by configuring the autologin and rebooting the system. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station stuck on cfnadmin blue screen. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from the other device. There were no adverse events or injuries reported based on this incident.